Manufacturer narrative:
Concomitant medical products: dvfb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited significant rv defibrillation impedance variability, and in-person tests produced viewable noise on electrograms (egm). The defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.